Event description:
The customer reported that the system displayed invalid input error messages on both monitors resulting in a blank screen and a loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was found to be working as intended and in service.